Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarms when delivering insulin. The blood glucose reading is 143 mg/dl. Customer stated that the insulin pump is over-delivering insulin. Customer has also had problems with infusion set and reservoir connection. Nothing further reported.